Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Engineering evaluations revealed that there was no system malfunction. Investigation of the case logs revealed that the root cause was user technique. The user repairs the surveillance marker throughout the case. Repairing the surveillance marker without performing an anatomical landmark check can lead to compound error in navigation integrity. The cause of the reported issue was traced to user technique.

Event description:
The surgeon placed screws l1-l5. He started on the patient's right side with l1 and went down to l5. He did a landmark check then reset the surveillance marker. Then did the left side starting with l1 down to l5. Then did a scan to check the screws l1 and l2 were misplaced. They had to be removed. He left them out.